Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed and the helix was disengaged from the helical channel. The device is part of the advisory for this model.

Event description:
It was reported that prior to the implant attempt the lead was tested and the helix would not extend. The lead was replaced and no patient complications have been reported as a result of this event.